Event description:
On (B)(6) 2012, it was reported that after the pt's father replaced the battery in the infusion device it displayed e8 (power interrupt). The pt was unable to clear the error after changing the batteries again. Preliminary testing of the device confirmed that the e8 message cannot be cleared with the check button. It was revealed that the down button has been permanently pressed causing all other buttons to be non-functional. Additional info will be provided once eval of the infusion device is completed. No physiological effects were reported. The pt did not required medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.